Manufacturer narrative:
D10: concomitants: asymmetric cr femoral component (230-03-02, 2113689); trapezoidal tibial tray (204-04-22, 2068372); patella (200-02-35, 2123341); exactech cemex bone fast track (1510/s, aa4681). Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2011. Approximately 5 years and 10 months after the initial procedure the patient had a right knee revision on (B)(6) 2017 with competitors products. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2017 diagnosis: complete polyethylene failure with metal on metal articulation metallosis staining of the synovium. They then did a subtotal synovectomy taking out all tissue around the synovium that was dark and blackened as much as was reasonable due to being around either ligamentous structures or neurovascular structures.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear of the posterior medial aspect of the tibial insert. This may be related to excessive overall posterior tibial slope of the tibial insert. The extent and root cause of this prosthesis wear could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.